Event description:
Reportedly the patient experienced a post-operative sternal dehiscence. The doctor reported the cause of the dehiscence was the steel suture used in the case snapped and failed. The patient was resutured without complication.